Event description:
Based on the questionnaire and the returned product, the complainant additionally noted overdrainage. Age: 70 years, height: 164 cm, weight: 60 kg, gender: female.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deposits in the distal part of catheter, coloring / red solution in the plastic container, yellowish part of catheter. Permeability test: the test showed that the progav 2.0 is permeable. Computer control test: the computer control test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 2.82 cmh2o. This is not within the specified tolerance of 7 cmh2o ± 3 cmh2o. An applied pressure of 7 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 7 cmh2o ± 3 cmh2o. According to our results, we can detect an accelerated outflow. A second measurement showed with a value of 4.72 cmh2o no deviation in the flow. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found in progav 2.0. The sealing ball is discolored and showed some deposits. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. We are obliged to inform you that the condition of the product may be affected by the period between the explantation date and the release of the product, as fungus and other debris may form due to unknown storage. Based on our investigation results, we have determined that there was an accelerated outflow in the valve at the time of our investigation. Detected deposits on the sealing ball could be the cause of the accelerated outflow. Endogenous substances in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
No product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # 81202020) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the system was believed to be operated in non-adjustability. The patient underwent a revision procedure performed on . (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.